Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. The product identification necessary to review manufacturing history was not provided. The following sections could not be completed with the limited information provided. Expiration date - unknown; PMA/510(k) number; manufacture date - unknown this report is number 1 of 3 mdrs filed for the same event (reference 1825034-2013-00281 / 00283). (B)(4).

Event description:
It was reported patient underwent total hip arthroplasty on (B)(6) 2012. Subsequently, patient was revised on (B)(6) 2013 due to infection. All components were removed and replaced.